Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error post-reset ram crc alarm or trace pointers are invalid alarm noted during testing. Hal software error detected alarm found in the pump history file. Unable to determine the root cause, problem isolated to electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The customer's blood glucose value was 255 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer stated that the alarm did not occur immediately after a battery change. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.